Event description:
It was reported to boston scientific corp that a hydrajagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, there was a rough area on the wire and it was not passing through the cannula like it should. After struggling with the wire, it was removed. Another hydrajagwire was used with the same cannula and the case was completed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).